Event description:
It was reported that a bd¿ luer-lok¿ syringes, 60ml had scale marking inaccuracy. When aspirating the medications in 40ml the syringe measured 45ml. The graduation was also barely visible.

Manufacturer narrative:
Investigation: one sample was received for evaluation. It came in its packaging blister, which has been already opened. The scale marking is missing, even though it has the printer the numbers from to 60ml; therefore failure mode is verified. This was likely due to a variation during the scale printing process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ luer-lok¿ syringes, 60ml had scale marking inaccuracy. When aspirating the medications in 40ml the syringe measured 45ml. The graduation was also barely visible.